Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 549 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus and supply change. No additional information was provided.